Event description:
During a liver dilation procedure the physician used a wilson-cook tracer metro wire guide with a glow-tip catheter. Additional information provided with this report indicated after completion of the dilation procedure the coating had detached from the tip of the wire guide. At physician's discretion no attempt to retrieve the coating was reported. Post procedure the patient's conditon was reported as good.